Event description:
It was reported that there were concerns of air in the line and the pump was alarming. The pump was turned off. Inspected tubing for air above filter, on arrow side of filter, and past filter. Did not observe any leaks in tubing or air filter nor any cracks or obvious defects in the tubing. The mom had sufficiently inserted the spike into the new bag allowing adequate flow of fluid. Disconnected tubing from PICC line and check for patency and flushed. Primed new tubing with new bag. No issues with priming new tubing. Last tubing change was completed by home care on (B)(6) 2022. Lot number of tubing was not documented. No air appeared to have entered the client PICC line. New tubing was primed and the infusion re-initiated. No patient injury was reported. Additional information was received by the manufacturer on (B)(6) 2022 via email and attached to complaint object. The lot number was not recorded. The event occurred in the patients home. The operator of device was the patients parent and nurse. Patient approximate age is between 7-12 years old. The customer confirmed they will update if they are able to locate the sample device.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No lot/serial number was provided; therefore, a device history record (DHR) review could not be performed. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.